Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image(s) was performed by an isi failure analysis engineer. The following additional information was provided: it appeared that a piece from vessel sealer extend tip had broken off, which typically occurs due to contact/collisions with other instruments being used in the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft of the vessel sealer extend (vse) was cracked. Fragments fell into the patient, and it was unknown if they were retrieved. The procedure was completed with the same instrument with no delay. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained additional information. The instrument was inspected prior to use and there was no damage or anything out of the ordinary seen. The issue occurred during dissection, potentially due to instruments clashing. The instrument was in use approximately 40 minutes prior to the issue, the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The fragment was retrieved with a grasper. Everything that was visible was retrieved and the surgeon had a good look with the camera to see if there were any other fragments. The distributor looked at the area on the instrument and the parts retrieved but it was difficult to say everything was retrieved as the fragments may have been distorted. No additional surgical procedure was required to remove a fragment and there were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. Per the reporter the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 07/01/2024, the incident reported under MFR report number 2955842-2024-16484 was identified as a duplicate of this incident reported under MFR report number 2955842-2024-12506. The vessel sealer instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have broken main tube, specifically the insulation component of the main tube. A piece approximately 0.488" x 0.251" in size was missing and not returned with the instrument. A review of the log showed no errors. No ceramic dots were missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.